Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger enclosure failed. The charger enclosure was replaced, and the firmware was reinstalled. The imaging system then passed the system checkout and was found to be fully functional. The charger enclosure has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while uninstalling and reinstalling the software, the battery charger enclosure failed. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the charger enclosure found that the charger enclosure had failed. Visual inspection confirmed excessive fiber and dust in the assembly and matted to the fans. The charger enclosure was cleaned and installed in system c1416. The system was unable to power on due to charger enclosure failure. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.